Manufacturer narrative:
The insulin pump was received with cracked end cap, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer dropped the insulin pump. The insulin pump had a crack on the bottom. The customer did not wear the insulin pump since she dropped it. The insulin pump will be replaced. The customer's blood glucose was 6.2mmol/l.